Event description:
It was reported that the patient's ins appeared to be coming through the skin and an infection was suspected. As a result, the patient's system was explanted and the ins site was cleaned. Post-operatively, it was reported that the patient's infection had resolved.